Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 6 devices were received. 1 device investigation type has not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Event description:
This report summarizes 7 malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 7 previously reported events are included in this follow-up record. Product return status: 7 devices were received.